Event description:
Per the physician, the patient was explanted due to recurrent swelling at the site of the implant. The patient was explanted in 2009. No information on reimplantation was provided at the time this report was filed.

Manufacturer narrative:
(B) (4).

Event description:
It was further reported that the vessel was severely tortuous and flushing during deployment of the coil was intermittent.